Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive ldld (cholesterol) results generated by the unicel dxc 800 pro clinical chemistry analyzer. Per customer, the technician put a ldld cartridge on, did not run qc and tests were run on the instrument and results were reported out. The physician questioned the high ldld results. The customer investigated and discovered that instrument was running tests from the cartridge that was just loaded and qc was not run on it. Product labeling instructs to run qc after loading a new cartridge. The customer removed that cartridge and repeated results with a different cartridge and results were acceptable. An amended report was issued. There was no affect to patient with regard to this event.

Manufacturer narrative:
No sample information was provided. Per customer, no sample issues were noted. Qc data faxed by customer showed several >4sd fliers a day before the event. No issues with other chemistries or system errors were noted. A clear root cause for the event is unknown but appeared to be a reagent issue.